Manufacturer narrative:
(B)(4) 2014 - the event was corrected; this lead was explanted due to a sensing malfunction. The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at 31 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was attempted but not implanted due to a sensing malfunction. There are no adverse events reported for this patient. Should additional information be received, this file will be updated.

Event description:
This lead was explanted due to a sensing malfunction and was replaced. There are no adverse events reported for this patient. Should additional information be received, this file will be updated.